Manufacturer narrative:
On 7/15/2019 the hospital filed a report with the FDA (B)(4) and indicated that there was loss of capture and a possible fracture of this lead. Upon receipt, the lead under complaint was found cut 56cm distal to the is-1 connector pin. Only the proximal lead fragment was returned and subjected to an extensive analysis. The visual inspection showed severe explantation damages such as a torn off connector pin and a damaged yoke. The lead tip was found damaged with an elongated inner conductor coil. In addition, several cuts in the insulation and deformations of the inner and outer conductor coils were detected. As the root cause of the observed damages, tensile and mechanical forces applied during the extraction procedure should be taken into consideration. Due to the extent of the damages a mechanical and electrical analysis of the lead was not properly feasible. With regard to the issues mentioned in the complaint description, the analysis of the lead fragment did not show any deviations. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Lead was explanted and replaced due to high impedances. No adverse patient events were reported. Should additional information become available, this file will be updated.